Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2010 the patient underwent a lumbar vertebral fusion procedure using rhbmp-2/acs, 10 x 32 mm spinal system, legacy 5.5 non break off set screws, legacy 5.5 multi axial screws, 6.35 mm titanium pre-cut contoured rods, and crosslink. Unspecified screws, rods and connectors were explanted during the procedure.